Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that as the surgeon was implanting a cross link the center nut broke off during tightening. The broken piece fell into the patient but was able to be removed. A new crosslink was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms breakage. Optical inspection did not identify thread damage. Witness marks found on lower flank of broken off portion of thread, consistent with overtightening. Fracture surface morphology found to quasi-brittle, with some evidence of riverlines. The breakage is consistent with excessive torque applied during tightening of the central nut.